Manufacturer narrative:
Manufacturer¿s investigation conclusion the evaluation of the returned modular cable confirmed the reported damage to the outer jacket of the patient¿s cable; however, a specific cause for the observed damage could not be conclusively determined. Upon examination of the returned modular cable, a tan discoloration was observed in the polyurethane outer jacket along the length of the cable. The controller connector bend relief showed a uniform dark brown discoloration while the inline connector bend relief showed a uniform dark yellow discoloration. Damage to the terminus of the controller connector bend relief was also observed. Further examination of the modular cable revealed an area where the cable had stiffened and kinked. The polyurethane jacket had torn over the kink approximately 8.5 inches from the controller connector. The outer jacket material appeared to have expanded and stretched creating a flap of polyurethane on one side of the cable. An additional area where the outer jacket had torn was observed approximately 10 inches from the controller connector. Additionally, slight twisting was observed in the jacket approximately 9 inches and 9.5 inches from the controller connector. The polyurethane material also showed a dried, cracked surface surrounding the damaged areas. Damage to the underlying armor layer was also observed approximately 8.5 inches from the controller connector. The kevlar material had separated lengthwise at the location of the kink, exposing the bionate layer. No other damage was observed. The controller and inline connector pins appeared unremarkable. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The heartmate 3 instructions for use (IFU) and patient handbook contain information regarding caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a tear and kink was observed in the modular cable. Incidental findings of kevlar armor layer damage was observed during product evaluation.